Manufacturer narrative:
Product has not been returned for evaluation. Should new information become available, a follow-up report will be submitted.

Event description:
Received information that alleged all insulin delivery was stopped on pump.